Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call, the customer initially called with concerns with the sensor. Customer stated she has been on the insulin pump for a month and started using the sensor yesterday. Customer her current sensor reading was 240 mg/dl but her blood glucose was 225 mg/dl, she was attempting to bolus however the insulin pump did not allow her. Troubleshooting was performed and customer confirmed she had given a bolus for 260 mg/dl an hour ago prior to calling. Customer was advised due the active insulin the device would not allow her to administer insulin. She then stated last night her device alarmed low, she checked, and it was. She provided 46 mg/dl blood glucose; it's unclear if that was her blood glucose at the time, treated and 20 min later the device alerted low again. Customer was advised how the sensors function, she understood, and declined further troubleshooting. The device is not returning for analysis.